Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed set up testing. There was no patient involvement, and no harm or injury reported. On evaluation, the device failed during set up testing, giving a failure that indicates replacement of the 3-way solenoid valve and the proportional valve (active exhalation control module) are required to address the test failure. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.